Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And ¿material sensitivity reactions.¿ and ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6), 2008. Patient's legal counsel further reports patient allegations of personal injury. Subsequently, patient was revised on (B)(6), 2013. Review of invoice history confirmed the modular head was removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient allegations of pain, dysfunction, elevated metal ion levels, lack of mobility, metal poisoning, metallosis and loss of range of motion. Legal document further alleges the presence of necrotic-appearing yellowish pseudocapsule tissue noted during the revision surgery.

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reports patient allegations of personal injury. Subsequently, patient was revised on (B)(6) 2013. Review of invoice history confirmed the modular head was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "fretting and crevice corrosion may occur at interfaces between components."

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reports patient allegations of personal injury. Subsequently, patient was revised on (B)(6) 2013. Review of invoice history confirmed the modular head was removed and replaced. Additional information received from patient's legal counsel reports patient allegations of pain, dysfunction, elevated metal ion levels, lack of mobility, metal poisoning, metallosis and loss of range of motion. Legal document further alleges the presence of necrotic-appearing yellowish pseudocapsule tissue noted during the revision surgery. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a right hip revision on (B)(6) 2013. Operative report noted the presence of fluid, necrotic-appearing yellowish pseudocapsule tissue, black corrosion on the trunnion, and a recess behind the cup. The cup and stem were well fixed. The modular head was removed and replaced.